Event description:
It was reported that a spectrum pump failed preventative maintenance testing. The device was "alarming and when pressure is released, the pump is not restarting." It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.